Event description:
User facility reported tracheostomy tube was placed in pt (B)(6) and pt was ventilated for 3-4 days. After deflating cuff and attempting speaking valve trial, user facility reported pt was unable to vocalize or breathe. User facility reported re-inflation of cuff to >30 cm h2o to seal for ventilation. Continuous cuff leakage was reported following day despite adding air to the pilot line, which was reading a pressure of >50cm h2o. User facility deflated cuff and again attempted speaking valve trial, but pt was intolerant of the valve. Bronchoscopy found cuff was still inflated, despite the pilot balloon being deflated. User facility loosened adjustable flange screw and cuff was able to be deflated. Tracheostomy tube was replaced. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.